Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-01528. It was reported the pt is not receiving effective stimulation. An sjm rep met with the pt and lead diagnostics showed multiple invalid contacts. The pt stated she was previously told her 9-16 lead had pulled out of the ipg header. The pt stopped using her scs sys in (B)(6) 2013. The pt recently tried to use the therapy again, and her programs were unable to provide coverage to her back. It was also reported the pt's ipg pocket site is thinning and uncomfortable to touch. The ipg is located in her abdomen, and it is rubbing against her belt line of her pants. The pt is considering having her scs sys removed or replacing her scs sys with a new one.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.